Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic roux-en-y gastric bypass procedure, the needle dislodged from the device multiple times. Including a time without any contact with internal tissue. The needle fell into the patient cavity but it was retrieved. To correct the condition, opened a new device. No patient issues. The current status of the patient is stable.

Manufacturer narrative:
(B)(4).